Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: "the unit is showing tf:5507, low oxygen alarms, tf 5003, low tidal volume alarms, 4005.".

Event description:
Hamilton medical ag received the following incident description: "the unit is showing tf:5507, low oxygen alarms, tf 5003, low tidal volume alarms, 4005."

Manufacturer narrative:
Investigation is ongoing. Additional information added in follow-up #1 (B)(4). Field updated. The issue was discovered during service maintenance with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be leaking / defective mixer valves (no longer closing within the product specifications). After replacing the mixer valves, the device was found to be functional. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the leaking / defective mixer valves (no longer closing within the product specifications) could result in inadequate ventilation support.